Event description:
It was reported that upon interrogation, the device was found to be in backup vvi mode with hv therapy disabled. Further device image review showed several patient's rhythm episodes as atrial fibrillation with rapid ventricular response. The patient received several inappropriate atp and hv therapies. Charge time limit reached alert was also noted. The cause of the bvvi mode may have been due to the continuous charging of the device.

Manufacturer narrative:
(B)(4).